Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced leakage that was due to a disconnection between the transfer set and the titanium adapter which resulted in abdominal inflammation. The event was manifested by unclear fluids. The cause of the disconnection was unknown. The following morning, the patient presented to the hospitalized for the peritonitis, however, it was not reported if the patient was admitted or not. The patient was treated with unspecified antibiotics for the event (for two weeks, no further details). At the time of this report, the patient outcome was not reported. On an unreported date, the transfer set was replaced. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Correction: additional information:the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.